Event description:
It was reported that the irrigation sleeve on the sonopet tip melted during a procedure. There was a delay of one minute as the customer used a backup to complete the procedure.

Manufacturer narrative:
Upon visual inspection, the alleged complaint of melted tips were confirmed.